Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was a broken shell and flat creases. A weight test of the device was verified. And the device was underweight. A microscopic analysis was performed which identified, one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identified, the thickness was within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed, as surgical impact opening.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.